Event description:
It was reported that a pump alarm was heard, but not confirmed by telemetry. The patient claimed that the alarm was heard every hour. The patient's catheter was "clogged" and the whole system was going to be replaced. There was a slight volume discrepancy. The actual volume was greater than the expected residual volume. A dye study was performed and it was discovered that the catheter was blocked. The block occurred "a few days prior" to the scheduled refill. The patient had not received medication since the blockage occurred. The patient reported an underdose on (B)(6) 2011, (B)(6) a scheduled refill. The drug used in the patient's first pump was morphine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).